Event description:
Received an electronic report from a peritoneal dialysis patient that reported that a connection that didn't fit. A call was placed to the pt where it was learned that when he connected to the pd set, he reported it felt different. The pt noted the connection seemed ok until he disconnected and then noticed that the blue pin did not engage. The pt then reported that in 03/2006, that he had come down with an upset stomach in the afternoon and then as the day progressed, "started getting painful". The pt flushed hoping to avoid and infection. The pt notified his md. The pt was cultured at the local hospital. The pt self administered a dose of vancomycin per md order. The final results of the culture were negative. A sample is available for an evaluation. The pt reportedly is fine and continues peritoneal dialysis as ordered with no ill effect related to this event.